Manufacturer narrative:
Analysis is taken from a trending report of evals or adverse events finalized on 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated that the pt noticed he had developed a red, itchy rash under the tape border about four months ago in the right lower peristomal region. The report also noted the appearance of tiny fluid filled blisters at times in area. The MFR sent product samples for use and instructed the pt how to perform the patch test. Pt outcome was not noted.